Event description:
It was reported that one of the patient's scs leads had high impedances (>3000 ohms) on all contacts (1-8) and the patient was experiencing ineffective relief. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's impeded lead was explanted, replaced, and therapy was restored.

Manufacturer narrative:
Section b3: event date is estimated. It was reported to abbott, a patient underwent a lead revision to address high impedance. The lead in port 1-8 was replaced due to high impedance on all contacts. There were no complications and effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4) , serial: (B)(6) , batch: a000051238.